Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2018, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2025, the follow up imaging showed high gradient and it was noted that the valve was stenosed. A new 23mm navitor vision valve was chosen and a valve-in-valve procedure was performed. The patient was reported stable.

Manufacturer narrative:
An event of aortic valve stenosis approximately 7 years post implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and a valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.